Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensory assembly, contamination in the force sensor assembly, and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. The 2531779-03/24/2010-003-r. Evaluation revealed a damaged force sensory assembly, contamination in the force sensor assembly, and an out of calibration force sensor. Unrelated to this issue, a ball bearing was found to be missing from the mechanical drive assembly.